Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected from the ilet after a cgm sensor fell out and removed the infusion set due to soreness and redness at the site, then planned to restart the system later with guidance to ensure a new sensor was placed and to wait at least two hours after the last lispro dose. Symptoms included localized redness and soreness at the infusion site and hyperglycemia, with a 7-day average glucose of 220 mg/dl and time-in-range of 39 percent while also using daily basal insulin and chronic steroids. Outcomes included no hospitalization, no emergency treatment, and completion of troubleshooting and education regarding reconnection, site management, and adhesion. Investigation included user interview, assessment of blood glucose trends, and attempts to collect infusion set lot information. Investigation of this case revealed no device alarms and an unclear cause for the reported hyperglycemia, with potential contribution from infusion site irritation and concurrent steroid use; device function could not be fully assessed without lot details. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.